Event description:
It was reported that the patient lost stimulation on the right side, and the therapy manager confirmed a high impedance issue. The patient was scheduled to undergo revision surgery. The right lead was removed, and a new lead was placed without complications. There was no report of patient harm or injury. An attempt was made to retrieve the lead for analysis, but the hospital sent the device for cultures as protocol; therefore, the alleged high impedance cannot be confirmed. The device history record was reviewed, and no relevant nonconformance's were found.

Manufacturer narrative:
Mml ref: (B)(4).